Event description:
A surgeon reports a lens exchange was performed in response to a pt's complaints of seeing a dark shadow following intraocular lens (iol) implant surgery. The pt expressed concern regarding a sensation of negative dysphtopsia in the form of a dark shadow that they has been experiencing in both eyes (one with an iol in place and the other without). The reported symptoms persist following the lens exchange (replacement lens was a different model from another manufacturer). The pt's outcome supports the conclusion that this pt may have an idiosyncratic predisposition to this phenomena regardless of the lens model used.

Event description:
Correct information has been provided by the surgeon. After the initial iol implant, the pt experienced a dark shadow in the eye with the iol implant only, not in the phakic eye as originally reported.